Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) setting at a rate that was too high. The patient experienced pain near the device and there was "water in their legs" for a week. A device check was done at the clinic and the ipg was reprogrammed to have lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.